Event description:
It was reported the patient felt that their implant moved following their spinal cord stimulation (scs) surgery in (B)(6) 2014. Prior to the scs surgery, the patient had 70% relief and after only had about 30% urinary relief. When the scs system stimulation was on, the patient wouldn't feel stimulation from the interstim. In (B)(6) 2014, the patient felt "something" on the bottom of their foot. It was "really light" and it started to get weaker and then they could not feel it anymore. Due to the patient's scs system for pain, they could not tell which it was. They turned the scs system off and they could tell the interstim was weaker. As of (B)(6) 2015, the patient was not able to communicate with the interstim any longer. The patient believed the device was depleted. Stimulation could usually be felt when the patient laid down, but they did not feel that anymore. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient received a letter from the manufacturer and none of the questions applied to them because they did not have a health care provider (hcp) or couldn¿t locate one in their area. There was no hcp to see and the patient couldn¿t drive very far. The pain stimulator was working fine, but the interstim implant stopped working.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v402920, implanted: (B)(6) 2010, product type lead. Product ID: 3037, product type programmer, patient. (B)(4).